Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during procedure.

Event description:
The user facility reported that the device overheated during procedure.